Manufacturer narrative:
Siemens has completed an investigation of the reported event. As described in the complaint the operator had a collision with the flat detector (fd) and the display ceiling suspension (dcs). The collision protection cover of the flat detector was slightly damaged. With an active collision sensor, normal system movements are inhibited and only reduced speed and manually controlled movements are available. As stated in the operator manual, the dcs is not monitored by the collision computer. It is the responsibility of the operator to ensure that unit movements are released only when certain that neither the operator, the patient, third parties nor other pieces of equipment can be endangered by these movements. The fd cover has been repaired and the error did not recur. The manufacturer is not considering further actions resulting from this individual event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an acute procedure, a collision between the detector and the dcs (display ceiling suspension) occurred. The collision protection of the fd (flat detector) was broken, however, the examination was completed in override mode. There is no report of any impact to the state of health of the patient involved.